Event description:
A customer reported experiencing a cartridge alarm issue with their pump but confirmed that it did not cause their blood glucose level to exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.